Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm. The device was removed intact and the procedure was completed with another of the same device. No patient complications were reported.